Event description:
A malfunction alarm 30 was reported by the customer, which occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in attempting to load a new cartridge, but the alarm recurred, preventing insulin therapy resumption. Cts arranged for a replacement pump and instructed the customer on how to put the pump into storage mode and return it via a pre-paid label within 10 days. The customer agreed to use mdi as a backup therapy to ensure continuous insulin delivery.